Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the missing material occurred outside of a surgical procedure (not while in use within the patient). There was no report of fragments falling from the device while used within a patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have a broken distal clevis at the ears of the clevis. The broken piece is measuring roughly 5.36 mm x 7.50 mm in size. Clevis does not show abrasions or scratches on the outer surface. The broken fragment was not returned with the instrument. Components adjacent to the broken clevis do not show damage. The complaint regarding instrument is without the plastic cover on the joint, was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument distal clevis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during central processing, the plastic isolated cover on 8 mm permanent cautery hook (pch) instrument was observed to be dislodged. There were no reports of patient involvement or patient injury.

Manufacturer narrative:
The 8mm permanent cautery hook (pch) instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.